Event description:
A pump was reported to have malfunctioned after being dropped. There was no reported adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump and was able to continue using it without recurrence of the malfunction code. The customer was advised to call back if any issues reappeared.